Manufacturer narrative:
No button error alarm or failed battery test alarm was noted. The insulin pump had no button response due to a flattened dome switch. No moisture damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. The insulin pump had moisture damage on the display board.

Event description:
It was reported that the down arrow button on the insulin pump has an intermittent response; it gets stuck. It was also reported that the customer received a failed battery test alarm. Blood glucose value was 14.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.